Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Deflation: not observed openings during the analysis. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional report a rupture (deflation) on unknown side. Healthcare professional later reported "biocell". Device has been explanted.

Event description:
Healthcare professional report a rupture (deflation) on unknown side. Healthcare professional later reported "biocell". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.